Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the pacemaker was interrogated, and the programmer said the device was at eri. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received without output and inconsistent interrogations of the device indicated low battery voltage when received. Analysis after the device was cut open revealed battery voltage was at end of life (eol) as well as high current drain. A longevity calculation was performed and found the battery depletion was premature. The high current condition could not be reproduced after installing new battery during analysis, which is consistent with hardware latch-up anomaly in the hybrid.